Manufacturer narrative:
The beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced ise buffer valve assemblies to resolve the issue. The fse performed calibration, selectivity check, precision, and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low anion gaps on patient results involving ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The customer did not report the erratic patient results out of the laboratory. The customer repeated the patient samples and obtained normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.